Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "liquid collection".

Event description:
Patient representative reported "that the patient started feeling huge pain quickly after the implant", folding and cyst, "asymmetry between the related side being more voluminous than the contralateral side", "liquid effluent", a liquid collection, breast was sensitive, hard, and a nodule." Patient representative additionally reported "cognitive disorders and joint pain, chronic fatigue"; these events are unrelated to the device. Device remains implanted. This record related to the left side.